Event description:
Consumer reported right side with"patient complaining of bilateral mastalgia, bilateral silicone implants, in a retroglandular location, with lobulated contours due to the presence of several folds, with a slight increase in the anteroposterior diameter on the left. With homogeneous content in all sequences. Absence of anomalous races. Presence of a small amount of hyperintense fluid on t2 images around bilaterally." Devices was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, d6a, h4, h6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "surrounding laminar liquid."

Event description:
Consumer reported right side with"patient complaining of bilateral mastalgia, bilateral silicone implants, in a retroglandular location, with lobulated contours due to the presence of several folds, with a slight increase in the anteroposterior diameter on the left. With homogeneous content in all sequences. Absence of anomalous races. Presence of a small amount of hyperintense fluid on t2 images around bilaterally." Devices was explanted.

Event description:
Consumer reported right side with"patient complaining of bilateral mastalgia, bilateral silicone implants, in a retroglandular location, with lobulated contours due to the presence of several folds, with a slight increase in the anteroposterior diameter on the left. With homogeneous content in all sequences. Absence of anomalous races. Presence of a small amount of hyperintense fluid on t2 images around bilaterally." Devices was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: visibility/palpability: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Crease/folding of implant: observed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.